Manufacturer narrative:
Upon review of the device history records for the serial number (B)(4), it was determined that the device was manufactured on 08/18/2016 and the one (1) year warranty period has expired. Since there are no repairs available for the glidescope smart cable the customer used the smart cable as a trade-in for the purchase of a new smart cable. The smart cable was returned to verathon for evaluation. The technical service representative confirmed the reported intermittent image when the smart cable is manipulated. Since there are no repairs available for the smart cable and the customer purchased a new smart cable the returned smart cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, there was an intermittent image. Reportedly the image cuts out when the smart cable is manipulated. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.